Event description:
It was reported that the procedure was to treat a 70% stenosed, moderately calcified and moderately tortuous vessel in the right coronary artery (rca). The 3.5x48mm xience xpedition stent delivery system (sds) had difficulty advancing through the guide catheter and could not reach the lesion. Another xience xpedition sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified the shaft was stretched then folded over itself distally, proximal to the proximal seal, for a length of approximately 1.5 millimeter (mm).

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device which identified the shaft was stretched then folded over itself distally, proximal to the proximal seal, for a length of approximately 1.5 millimeter (mm). The reported difficult to advance could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to advance/position (guide catheter resistance); however, factors which may contribute to difficulty advancing the device in the guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, guiding catheter size selection or procedural technique (devices not properly supported or coaxially aligned). In this case, it is possible that the device was not properly supported or coaxially aligned during advancement, which may have contributed to the reported difficult to advance/position (guide catheter resistance), causing the noted material deformation (bent and lifted stent struts) and bunched/bent shaft; however, this cannot be confirmed. Further manipulation of the device during retraction likely contributed to the noted stretched shaft. There is no indication of a product quality issue with respect to manufacture, design or labeling.